Event description:
The user facility reported that during a patient procedure the surgical table moved into reverse trendelenburg. No injuries to hospital staff or patient were reported. A procedural delay was reported.

Manufacturer narrative:
A steris service technician inspected the table and was found it to be operating properly; no issues were noted. The technician was able to articulate the table in all positions and was unable to duplicate the reported event. In addition, the technician disassembled the table to inspect and verify the integrity of the wiring, connections and mechanical components. No issues were noted and the table was returned to service. The table is not under steris service contract and is serviced and maintained by the user facility.